Event description:
A report was rec'd that the pt's precision will be explanted due to pain at the incision site and between the shoulder blades. The paddle lead causes discomfort above the incision site and where it is tunneled to the ipg.